Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the esheath used in the case. Please reference related manufacturer report no 2015691-2016-01693. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 26 mm sapien 3 valve, contrast leaked at the handle of the delivery system. The delivery system with the crimped valve and the sheath were removed. After removal of the devices, a bleeding through the femoral artery was noted. A new sheath was introduced in the patient as an attempt to stop the bleeding, however, it was not successful. The sheath was removed and the femoral artery was repaired. The tavr procedure was postponed. At the time of the report, the patient was doing well. The injury to the femoral artery was thought to have been caused by the esheath dislodging or cutting the sutures of the proglide.